Manufacturer narrative:
The lens remains implanted, therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a pt is experiencing decreased distance and near visual acuity, possibly due to lens dislocation. The original lens implant was performed in (B)(6) 2012 by a different surgeon. This report pertains to the pt's right eye. Additional info has been requested.